Event description:
It was reported that the patient connected to the setup for peritoneal dialysis therapy prior to priming and there was air in the line. This event occurred during initial drain while the patient was connected. The technical service representative assisted to end therapy. There was no injury or medical intervention indicated at the time of the report. No additional information is available

Manufacturer narrative:
(B)(4). The complaint is a report of a use error, patient connected before priming the line. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient is also told to verify that the patient line is properly primed before connecting. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.